Manufacturer narrative:
Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. The connection was not re-established, the customer is using the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch malfunctioned. The issue was identified before clinical use. No harm has been reported to philips.

Manufacturer narrative:
The customer informed philips that they replaced the battery of the wireless footswitch and the wireless connection was re-established. When you remove the battery from the wireless footswitch, you remove the power which resets the software. They are still using the wireless footswitch, with the wired footswich as backup.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.